Event description:
On 6/16/93 an ipp device was implanted. On 9/30/97 rec'd info from newspaper article (dated 8/29/97). The pt alleges "it would only deflate half way and the prosthesis had an aneurysm, causing fluid to pour out." The pt "could not perform sex nor urinate properly."